Manufacturer narrative:
The backup data supplied by the customer was investigated. Unfortunately, there was no data from the time of the event. The information provided did not show any reason that the hardware or software did not work as required.

Event description:
The customer alleged they received questionable free thyroxine (ft4), thyrotropin (tsh), and intact human chorionic gonadotropin + the ss- subunit (hgcb) results on their e602 analyzer. The customer provided data for (B)(6) patients, of which (B)(6) had discrepant results that were reported outside the laboratory. A doctor questioned the results, and the samples were repeated. Repeat testing was performed on (B)(6) 2012. The units of measure were not provided. Please refer to the attachment to the medwatch for the patient results. The repeat results were considered correct and issued as corrected reports. There were no adverse events. The ft4 reagent lot number was 16944000 and the expiration date was not provided. The tsh reagent lot number was 16997200 and the expiration date was not provided. The hcgb reagent lot number was 16956300 and the expiration date was not provided. The customer performed two weekly maintenances and an assay performance check. The analyzer seemed to be working ok at the moment.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. Several analyzer alarms were noted during the time of the event. A reagent problem can most probably be excluded.